Event description:
Facility complaint that stretcher brakes were not holding, no injury reported.

Manufacturer narrative:
Technician found that stretcher brakes were not holding, due to foot brake/steer shoulder bolt and nut was missing. Replaced foot brake/steer shoulder bolt and nut to resolve this problem.